Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an infusion issue during therapy of cefepime at an infusion rate of primary (250 ml bag) a to keep open (tko) 10 ml/hour and vancomycin as secondary (500 ml bag) at 100 ml/h. The problem occurred at the medicine unit. No additional information is available.